Manufacturer narrative:
The retainer ring was not detached or missing and no damage noted on the retainer ring. The reservoir tube o-ring was not missing. However, the insulin pump was received with cracked case at the battery tube side, cracked battery tube threads, minor scratched display window, scratched case, keypad overlay texture damage, stained keypad overlay and a pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump is broken at reservoir connection. The customer stated that the plastic guard and the o-rings are missing. The customer will be sent a replacement pump. The customer will return the pump for analysis.